Event description:
On (B)(6) 2025, an ilet user experienced an insulin occlusion, which was resolved after the mother changed out the cartridge, connection, and infusion set. Despite the ilet showing normal blood glucose (bg) levels, the user felt unwell, vomited, and had ketones. A fingerstick test showed bg over 600 mg/dl, while the dexcom g7 was reading in the 180s. The user was taken to the ER by their parents and admitted for treatment. The hospital allowed the user to remain on the ilet to bring bg levels back to normal. The user was discharged on (B)(6) 2025 and has since reconnected the ilet.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.